Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the pacing impedance measurements on this implantable transvenous defibrillation lead have been noted to be out-of-range (> 3000 ohms) for the past several months. All other measurements were stable and within normal limits. No adverse patient effects were reported.